Event description:
During an atrial fibrillation procedure, air was aspirated when negative pressure was applied from the side port. The sheath was inserted into the patient, the needle was inserted into the dilator to perform septal puncture, and the tactiflex se catheter was inserted into the sheath. When negative pressure was applied from the sideport, it was noted that air was aspirated.attempts to aspirate the air did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air/fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.